Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, it was reported that the valve was implanted too deep, however the final implant depth was not reported. Per the instructions for use (IFU), the bioprosthesis should be placed, so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). This event does not allege a device malfunction occurred.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep and resulted in severe paravalvular leak (pvl). Subsequently, a second valve was implanted and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
Correction: the valve serial number was corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.